Manufacturer narrative:
24-apr-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Smell of smoke - oral-b [device catching fire] plug into socket...large noise all of the lights going out - oral-b [device electrical finding] toothbrush now no longer charges - oral-b [device physical property issue] case narrative: female consumer via e-mail stated that she plugged her oral-b toothbrush into the shaver socket when she was shocked by a large noise, all of the lights going out, and the smell of smoke. The oral-b toothbrush currently does not charge. No injury was reported. 20-mar-2023 case update: the suspect product lot was ao22250119. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Smell of smoke: oral-b [device catching fire] plug into socket. Large noise all of the lights going out :oral-b [device electrical finding] toothbrush now no longer charges - oral-b [device physical property issue] case narrative: female consumer via e-mail stated that she plugged her oral-b toothbrush into the shaver socket when she was shocked by a large noise, all of the lights going out, and the smell of smoke. The oral-b toothbrush currently does not charge. No injury was reported. 20-mar-2023 case update: the suspect product lot was ao22250119. No injury was reported.